Event description:
Diagnostic imaging exchanged a tunneled central venous catheter. When nurse practitioner pulled the old catheter out, the cuff came off the catheter and was stuck in the pt. The cuff had to be extracted manually. This catheter was inserted towards the end of last year, and the pt has returned so it could be replaced.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of revf0350 showed no other similar product complaint(s) from this lot number.